Event description:
The complaint is reported as: "heater is working improperly. It does not heat the aerosol." The defect was discovered during use on patient.

Manufacturer narrative:
The device history record (DHR) review was performed and there were no issues found that could relate with the reported complaint. The sample was not returned for evaluation, therefore, the complaint could not be confirmed and a root cause could not be established. Manufacturer will continue to monitor and trend related complaints.